Event description:
Rec'd info stating pt was hospitalized on multiple occasions due to ketones.

Manufacturer narrative:
Clinical diabetes educator (cde) met with pt's family. Clinical diabetes specialist (cds) noted that pt's abdominal area and other sites were lumpy and puffy. Cde indicated that pt has a history of ignoring alarms and mostly correction boluses were given and very little food boluses. Cde will be speaking to pts physician to see if pt should be removed from pump therapy.